Event description:
The resident was being lifted in the chair. As she was being turned, the chair released and she fell into the porcelain sink .the resident was secured in the chair with the safety belt. The caregiver was turning the chair when it released. The resident sustained a cut to the right forehead and eyebrow requiring stitches and a right hip contusion.